Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the device was not illuminating light.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: iris infrared ports does not illuminate light emitting fiber the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. No problem found. Gtin: (B)(4).

Event description:
It was reported that the device was not illuminating light.